Event description:
The customer stated that his control test results had been out of range. While troubleshooting, the customer performed high control tests and rec'd a result of 427 mg/dl. The high control range is 284-370 mg/dl. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for eval, and replacement products will be sent.